Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the knife blade did not retract. No patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The jaws were not jammed shut. The jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. The knife cut the test media cleanly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.